Event description:
It was reported that pump alarming no disposable, pump won't run. Pump stopped and powered off. The line was clamped, cassette removed and tubing massaged. No green tab noted. Tapped cassette on hard surface. Air noted. Reconnected cassette and powered on pump. Restarted pump. Advised patient to open clamp. Settings reviewed. No patient injury was reported.

Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
B5: initial reporter occupation was updated to non-healthcare professional on 20-jun-2022. The information was provided in the notification email. (20-jun-2022 is the date the missing initial reporter occupation was discovered).